Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: manufacturer email address d9: device availability g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative one unknown zimmer screw was reported for investigation. It could not be confirmed that the screw was returned since a removal tool was still attached to the implant. There were no allegations against the removal tool. Therefore, visual/physical evaluation of the unknown screw could not be performed. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: document reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems, IFU 4894 rev 6 ¿ 08/19. Information identified: breakage. Per the applicable IFU, it is stated that implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition). Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient presented with crown off. The implant was fractured horizontally 25% into the implant at tooth site #19 (captured in (B)(4). The screw also fractured in half. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). E1: reporter first/given name: (B)(6). E1: reporter last name: (B)(6). E1: reporter email address: (B)(6). E1: reporter address: (B)(6). E1: reporter country: (B)(6). E1: phone #: (B)(6). E1: health professional: (B)(6). E1: occupation: (B)(6). E1: initial reporter also sent report to FDA: unknown. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.